Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# va18nq2, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a torn lead extension that occurred during normal use. Around one week ago the extension cable of the lead kit broke into two parts and was no longer usable. There is nothing reported as a root cause for the extension¿s breaking into two parts. It was reported that all of the sudden the extension cable was in two parts. Troubleshooting/diagnostics reported as nothing performed. Standard explantation of extension was done and the lead was still in use and electrically and visually inconspicuous. No interventions were noted as possible. The issue was noted as resolved. The distal part of the lead extension cable was not available. The proximal part was cut during the second stage procedure. The extension was explanted as part of standard second stage procedure, no additional surgical intervention was necessary due to the event. Around one week of the testing period was without stimulation due to the lost connector of extension¿s connector for ens (external neurostimulator).

Manufacturer narrative:
Analysis of the percutaneous extension, serial/lot unknown, found extension body conductor broken straight wire in body.

Manufacturer narrative:
Concomitant products: product ID: 388928, lot# va18nq2, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: neu_perc_extension, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.